Event description:
The hospital reported that a nurse went to open an oropharyngeal airway package. The nurse alleges that the perforation on the package was difficult to open. She pushed the device through the plastic package and placed directly into the patient's airway. The pt aspirated and then expelled the plastic (from the package) that was adhered to the end of the airway unit. A broncoscopy was performed to assure no foreign matter left in pt.